Event description:
It was reported that non-sustained lead noise due to potentially myopotential oversensing was noted via review of egm. Isometrics test and reprogramming the device were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.